Event description:
A report was received that the patient was unable to charge the ipg and was experiencing pocket site pain. The patient underwent a pocket revision procedure wherein the physician elected to replace the ipg and leads. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an uncomfortable stimulation. High impedances were noted on 8 contacts. The patient was also unable to charge the ipg and was experiencing pocket site pain. The patient underwent a pocket revision procedure wherein the physician elected to replace the ipg and leads. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: st linear lead, 50cm model #: sc-2218-50e, serial #: (B)(4), description: st linear trial lead, 50 cm.

Event description:
A report was received that the patient had developed an uncomfortable stimulation. High impedances were noted on 8 contacts. The patient was also unable to charge the ipg and was experiencing pocket site pain. The patient underwent a pocket revision procedure wherein the physician elected to replace the ipg and leads. The patient was reportedly doing well following the procedure.